Event description:
Upon initial setup of the device, they discovered that the audible alarm did not work. Testing of the returned unit confirmed that the speaker was functioning due to a broken coil wire resulting in an open circuit. The speaker was replaced to correct the problem and the component was forwarded to engineering for further evaluation.